Event description:
It was reported to philips that the user was receiving a check vent primary alarm failure on this unit. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The biomed had a primary alarm fail on the unit. The biomed replaced the speaker to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.